Manufacturer narrative:
(B)(4). Customer has indicated that the product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip procedure, the liner would not seat correctly. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available

Event description:
No further information has been made available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A g7 10 deg arcomxl liner 36mm f, part #: 010000780, from lot 6155059, was returned and evaluated against the complaint. Visual inspection found damage to the scallops and barb. The barb has been deformed in 2 locations. Three of the scallops have been almost completely scraped off the side of the liner. Two of the longer scallops have also been deformed and partially scrapped off. No significant damage was found on the outer radius of the liner. No dimensional analysis will be conducted at this time due to the attempts to implant and remove the device. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.